Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The returned handpiece was tested by manufacturing personnel and met all production specifications. Quality personnel then investigated the handpiece. The handpiece exhibited maximum temperature of 24.7 c during free run testing and 23.4 c during load testing. Per iso 13732-1, these temperature levels do not reach the burn threshold regardless of the contact period. As received, the cap button was stuck in the downward position. This is most likely due to a buildup of debris which caused the cap to stick. Microscopic evaluation revealed significant wear on the inside surface of the cap button that faces the pusher and on the pusher itself. This indicates severe interaction between these two mechanisms at high rotational speeds which most likely creates heat noted in the complaint.

Event description:
In this event a doctor reported that a stylus mini handpiece overheated and burned a patient. There was no intervention required.